Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-21137 it was reported that the patient presented in clinic for a generator exchange. Interrogation showed the patient¿s right atrial (ra) lead exhibited noise causing over-sensing with inappropriate automatic mode switch (ams). It was noted that the left ventricular (lv) lead dislodged during the procedure. The physician explanted and replaced both leads on (B)(6) 2021. The patient was asymptomatic. The patient was stable throughout the procedure.